Manufacturer narrative:
On 5/24/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/29/2019 device evaluation completed: during the evaluation of the sample, a crease was observed in the anterior view and extended to the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a tear within the crease in the anterior aspect measuring approximately 0.2 cm. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right side deflated, and the left side has issue with capsular contracture baker grade ii after implantation. The issue of capsular contracture was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019. This report is for the right implant.

Manufacturer narrative:
On 5/21/2019, additional information indicated that the patient underwent bilateral removal and replacement as follow; right replaced with catalog number 3505004bc, lot number 7641044, left replaced with catalog number 3504504bc, lot number 7649155. The report indicated that loss of volume on the right side, and firmness on the left were the symptoms. Manufacturer¿s reference number: (B)(4).